Event description:
The user facility reported that the involved visiglide was used in conjunction with an mtw ring knife. An electric current was sent to cause heating in the papillotomy on the handle. There was information that the fractured piece had dislodged into the patient's body, but it had already been retrieved. Therefore, it was inferred that the patient was harmed. The event occurred intra-operative. The patient's final impact was not harmed.

Manufacturer narrative:
Implanted date - device not implanted. Explanted date - device not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be reviewed. Since the lot number was unknown, the complaint file could not be searched. Based on the investigation result, as a possible cause of this complaint, it was inferred that although catching or resistance was felt during the operation, the operation was continued as it was, leading to fracture. However, since the actual product was not returned, the cause of occurrence could not be clarified. Relevant IFU (instructions for use) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endo therapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages, or mucous membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory." (B)(4).